Manufacturer narrative:
(B)(4). The investigation was completed on 12/22/2014. Return and retain cartridges were tested and are functioning according to specification.

Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.22 (false positive) on a patient. There was no additional patient information available at the time of this report. Return product was returned for investigation. Method: I-stat, date: (B)(6) 2014, result: 0.02 ug/l, draw time: 23:02, test time: 23:20, sample:a; I-stat, (B)(6) 2014, 0.22 ug/l, 7:20am, 07:30am, b; I-stat, (B)(6) 2014, 0.04 ug/l, 10:15am, 10:24am, c. There are no injuries associated with this event.

Event description:
N/a.

Manufacturer narrative:
(B)(4).